Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned instrument confirmed the complaint. Depuy-synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). Complaint re-opened on (B)(6) 2021. It was identified on (B)(6) 2021 by product complaint analyst review, that the impacted products had been addressed as pfr (product for resale) devices when originally reported (alert date 05/05/2020). It was determined on (B)(6) 2021 that greatbatch (now viant), the provider of the products, had erroneously identified them as pfr devices, and the records were coded as such. On (B)(6) 2021, it was determined correctly that the products were in fact not greatbatch pfr products, but had been purchased from them and are sold as depuy custom devices. This new information changes the reportability requirements for these devices with respect to us-FDA. These now constitute reportable device malfunctions, and will be reported with awareness date: 02/11/2021.

Event description:
It was reported that the reamers are dull and numbers were faded. No surgical delay.